Event description:
It was reported that a home patient experienced air in the patient line on the homechoice device, during fill one. The patient was connected at the time of the event. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the event. The technical service representative reviewed proper procedures with the patient and assisted the patient to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.